Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid. The cause of the event was unknown. On the same day as the onset of cloudy effluent, the patient was treated with vanconyan (2g, intraperitoneal). Four days later, the patient experienced cloudy effluent again. Three days later, the patient was treated with vanconyan (2g, intraperitoneal) for the event. The patient outcome was unknown and the action taken with pd therapy were not reported. The reporter declined to provide additional information.